Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on 12-dec-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for high mic ceftolozane-tazobactam (CT) when using phoenix panel nmic-306 (catalog number 449292) batch number 5266643. The customer returned panels, isolates, phoenix generated lab reports and binary files for investigation. The lab reports show high mic results for CT with escherichia coli and citrobacter braakii when using the complaint batch. The three isolates received were c. Braakii 4054, e. Coli 1357 and e. Coli 2641. The batch history record review for the complaint batches was satisfactory, and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and packaging processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. Complaint trending was performed, and no trends were identified associated with this defect. To investigate, customer returned panels of the complaint batch were inoculated with customer returned isolates e. Coli 1357, e. Coli 2641 and c. Braakii 4054 and placed in a phoenix m50 to evaluate for CT mic results. Next, control panels of the same material but different batch were also inoculated with customer returned isolates e. Coli 1357, e. Coli 2641 and c. Braakii 4054 and placed in a phoenix m50 to evaluate for CT mic results. The customer returned and control panels tested with customer returned isolates e. Coli 1357 and e. Coli 2641 returned susceptible CT along with susceptible mem results. The customer returned and control panels tested with customer returned isolate c. Braakii 4054 returned susceptible mic results for mem along with resistant mic results for CT. Bd r&d reviewed the customer's results side by side with the results from bd's internal complaint testing. It was determined through review of customer results that isolate # 1 (e. Coli accession # 8770) and isolate # 2 (c. Braakii 4054) likely possess an ampc resistance mechanism due to resistant results for cefazolin, ceftazidime, ceftriaxone and cefoxitin along with susceptible and intermediate results for cefepime. It is to be noted that the presence of ampc can cause CT resistance but would not impact carbapenems. Therefore, isolates #1 and #2 were determined to be a strain specific failure and not indicative of the phoenix system as a whole. Analysis of the phoenix growth plots for isolates # 3 (e. Coli 1357) and isolate # 4 (e. Coli 2641) indicates low level contamination which could be attributed to introducing multiple organism strains into the ID broth inoculum during the colony picking process, bioburden within the ap system or environmental issues. For further review, complaints due to high mic for CT across this material (#449292) were reviewed and there are no trends associated with this defect. As no trends were identified, no corrective actions are slated at this time per bd procedures. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (escherichia coli) had a high mic for the drug ceftolozane/tazobactam (resistant) while the drug meropenem was susceptible. The user noted performing repeat testing. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (escherichia coli) had a high mic for the drug ceftolozane/tazobactam (resistant) while the drug meropenem was susceptible. The user noted performing repeat testing. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.